Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that they noticed breakage of ivad at section where tubing meets hard blue connector. No harm, inconvenient for the patient. Patient on day 14 of continuous blinatumomab infusion. Patient was at home when patient's parents noticed breakage of ivad at section where tubing meets hard blue connector. Patient's parents paused pump as per previous teaching instructions and arrived to unit for further help. This is patient's third ivad breakage occurrence during blinatumomab infusion. Impact of incident: patient required to come to hospital as hot after hours patient, and for ivad to be de-accessed and re-accessed using a new ivad device. No other information was provided. Additional information received 08/20/2024: complete breakage occurred. Patient required their ivad gripper needle to be de-accessed and to be re-accessed with new device as a result of the breakage.

Event description:
It was reported by customer that they noticed breakage of ivad at section where tubing meets hard blue connector. No harm, inconvenient for the patient. Patient on day 14 of continuous blinatumomab infusion. Patient was at home when patient's parents noticed breakage of ivad at section where tubing meets hard blue connector. Patient's parents paused pump as per previous teaching instructions and arrived to unit for further help. This is patient's third ivad breakage occurrence during blinatumomab infusion. Impact of incident: patient required to come to hospital as hot after hours patient, and for ivad to be de-accessed and re-accessed using a new ivad device. No other information was provided. Additional information received 08/20/2024: complete breakage occurred. Patient required their ivad gripper needle to be de-accessed and to be re-accessed with new device as a result of the breakage.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the extension tubing was confirmed. The product returned for evaluation was one 20 ga x 0.75 in. Safestep infusion set. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.